Event description:
The patient experienced pain and was referred for physical therapy which improved health significantly. No medication was administered and no tape removal was done. Further surgery was also not performed.